Event description:
A report was received that the patient had infection at the pocket site. Symptoms were soreness and pus. The infection was not device or procedure related. Antibiotics were given and the ipg was explanted. The lead was not taken out for a possible re-implant when infection would clear up.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.